Event description:
Philips received a complaint by the customer on the v60 indicating that although the device powered on and cycled during patient setup, the parameters were barely visible because the display was dark, and the brightness could not be adjusted. It was reported that there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) advised the customer that the device may have the original hydis liquid crystal display (lcd), and the display would need to be upgraded to the second generation nec version to correct the issue. The rse e-mailed a list of parts to the customer that were needed to update the display and repair the reported problem. The investigation is ongoing.

Manufacturer narrative:
Per a good faith effort response, the customer noted that after the device was turned on, the customer shined a flashlight on the screen and saw that the backlight was out. The remote service engineer (rse) advised the customer that the device may have the original hydis liquid crystal display (lcd), and the display would need to be upgraded to the second generation nec version to correct the issue. The rse e-mailed a list of parts to the customer that were needed to update the display and repair the reported problem. After replacing the lcd assembly, lcd cable, user interface (ui) printed circuit board assembly (pcba), ui pcba to lcd cable, lcd tray, and m2x3 socket screw, the customer confirmed that the issue was resolved. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.